Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) lost impella connect and will not reactivate while patient was on support. The blue and yellow airplane light continued to blink simultaneously. The aic was changed when new cp was placed. No reported patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ issue has been completed. After review of data log and device analysis, the cause of the issue was not determined since issue could not be reproduced